Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during respiratory surgery with vats (video- assisted thorascopic surgery), the hand piece's knife blade could not return to initial position completely. Hand piece was replaced. There was no patient injury. No further information is available.